Manufacturer narrative:
Product analysis: no product was returned.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and four months following the implant of this 18 mm transcatheter pulmonary bioprosthetic valve, placed in the mitral position, the valve was explanted due to mitral regurgitation and replaced with a 21 mm surgical bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.